Event description:
It was reported that the patient presented in the o.r. For a valve replacement. During the procedure, the patient went into vf. The ICD attempted to convert the rhythm but short circuited due to low impedance. External defibrillation was used to convert the patient. Six days later, the patient was presented in-lab for system revision. When opening the pocket, insulation damage was observed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.